Manufacturer narrative:
One 72200750 twinfix ti 2.8 ultrabraid device reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Influences that could compromise product performance or integrity include: alternate prep method or instruments used. Dull drill bit used. Unanticipated bone condition resulting in torsional overload. Incomplete anchor insertion per instructions for use: ¿while holding the tensioning mechanism in the back position with the finger grips, slowly remove the inserter from the insertion site until the suture tips are visible. The suture will release and feed through the inserter as it is removed. Alternatively: a. Pull back on the finger grips and unwind the suture with the free hand. B. Slowly remove the inserter. C. As the inserter is removed, pinch the suture below the inserter using the free hand to verify suture release from the inserter.¿ final product met predetermined specifications upon release to distribution.

Event description:
It was reported that during a shoulder procedure, at the time of releasing the anchor from the shaft, the suture also released from the anchor. An additional bone hole was made to complete the procedure. Backup device was available to complete the procedure. No delay and no patient injuries were reported.